Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the sharp dents on the probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The air/water channel was clogged. There were six (6) broken elements. The control knob had play and was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the air/water channel was blocked on the ultrasonic gastrovideoscope. The issue was found during preparation for use. No other device was involved in the event and there was no surgical delay to the procedure. No patient harm reported. During the evaluation of the device, it was noted the probe unit had sharp dents. This report is to capture the reportable malfunction of the probe unit with sharp dents noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.